Event description:
A report of a precision system explant due to skin erosion was received. Initially, the physician explanted only the patient's leads as they had eroded through the skin. The physician was unable to reimplant new leads due to scar tissue, therefore, the ipg was explanted.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.